Manufacturer narrative:
(B)(4). The complaint was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed and no obvious defects were found. A leak test was performed and there was no leak noticed at the connection points.

Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed at the arterial connection on a stream sterilized bloodline with arterial chamber and the dialyzer. The patient was about 2 hours into the therapy session and there had been no leak all along as the patient had been checking every 10/15 minutes. The estimated blood loss for the patient was 10-20ml. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.